Event description:
Consumer complaint of blood results reading "hi." Customers husband tested his blood the result was 80 mg/dl right after she tested her blood and registered hi. Customer confirmed the strips expire 03/31/2017 and were first opened within the last month. Customer states she stores them in the original vial closed at all times in a cabinet. Customer is not well and will seek medical attention and did not want to provide further information. No adverse event reported.

Manufacturer narrative:
Internal report #: (B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).